Event description:
It was reported that the patient with this pacemaker had presented to the emergency room (ER) with an infection involving their implanted system. While in the ER, the infection accelerated in severity and ultimately lead to the patient's passing. The pacemaker was buried with the patient.